Manufacturer narrative:
Pump alarmed motor error during rewinding due to exposed to MRI. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm when trying to rewind. The customer reported that the drive support cap was normal. Customer was able to clear the alarm and complete insulin pump rewind. The customer also reported that the insulin pump was been exposed to high magnetic field. No harm requiring medical intervention was reported. The device will be returned for analysis.